Event description:
It was reported by a customer on (B)(6) 2011 water was leaking in the laser and did not know where the water was coming from. Per the customer, this occurred during a period of times when procedures were being performed. Also, it was reported there were no interruptions to the procedures. No patient injury was reported.